Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.

Event description:
It was reported that during preparation of the armada 35 balloon catheter using a mixture of saline and contrast medium, liquid leaked from the shaft, near the hub of the device. The device was not used on the patient. A new armada 35 balloon catheter was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.